Manufacturer narrative:
The following fields were updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield¿ duo pen needle cannula broke off. The following information was provided by the initial reporter: safety needle was used on an insulin pen. On the next usage a nurse noticed a broken needle in the insulin pen. We're not sure how this happened or if this is even a result of the safety needle failing but would like to have it investigated. Nurse stated consumer tried to administer the shot but patient end broke off in pen. Stated, consumer returned the pen with needle inside to the facility. Nurse has the sample to return and does not want replacement sent to consumer. Stated, the product was a "auto shield duo and the box was discarded.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 23jan2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd autoshield¿ duo pen needle cannula broke off. The following information was provided by the initial reporter: safety needle was used on an insulin pen. On the next usage a nurse noticed a broken needle in the insulin pen. We're not sure how this happened or if this is even a result of the safety needle failing but would like to have it investigated. Nurse stated consumer tried to administer the shot but patient end broke off in pen. Stated, consumer returned the pen with needle inside to the facility. Nurse has the sample to return and does not want replacement sent to consumer. Stated, the product was a "auto shield duo and the box was discarded. Cl

Event description:
It was reported that the bd autoshield¿ duo pen needle cannula broke off. The following information was provided by the initial reporter: safety needle was used on an insulin pen. On the next usage a nurse noticed a broken needle in the insulin pen. We're not sure how this happened or if this is even a result of the safety needle failing but would like to have it investigated. Nurse stated consumer tried to administer the shot but patient end broke off in pen. Stated, consumer returned the pen with needle inside to the facility. Nurse has the sample to return and does not want replacement sent to consumer. Stated, the product was a "auto shield duo and the box was discarded. Cl.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.